Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the lot information printed on the needle is illegible on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the lot information printed on the needle is illegible on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-may-2025. Investigation summary: bd received two samples and one photo for investigation. The customer photo shows a device with illegible laser print that is difficult to read. The two returned samples underwent visual inspection for illegible laser print, and all passed testing as the laser print was properly aligned and legible. Additionally, 30 retained samples were also subjected to visual inspection for illegible laser print, and all these samples passed testing with the laser print properly aligned and legible. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: printing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.